Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced air bubbles in gel. This event occurred 60,000 times. The following information was provided by the initial reporter. The customer stated: bubbles in the gel. There are many bubbles inside the gel barrier, about 15% of each pack. (B)(4) tubes were delivered to the institution about 15% have this problem.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes d9: returned to manufacturer on: 2022-09-20 h.6. Investigation summary: bd received four (4) customer samples and six (6) photos for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, the customer samples along with one-hundred (100) retention samples from bd inventory, were evaluated by visual examination. The issue was confirmed in the customer returned samples, but was not observed in retentions samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced air bubbles in gel. This event occurred 60,000 times. The following information was provided by the initial reporter. The customer stated: bubbles in the gel. There are many bubbles inside the gel barrier, about 15% of each pack. 400000 tubes were delivered to the institution about 15% have this problem.